Event description:
Intra-abdominal abscess. The pt is a 35 yr old male, who weight is 185lbs and height is 72 in. The pt's past medical history includes intermittent colitis with two previous surgical procedures, at which time seprafilm had been placed. The first procedure was performed in 1998 and five sheets of seprafilm had been placed at this time. The second procedure was performed in 1999, at which time one sheet of seprafilm has been placed. On november 7, 1999, the pt went to the emergency room complaining of abdominal pain. An abdominal CT scan showed a possible abscess. The pt was taken to surgery and an exploratory laporotomy, lysis of adhesions, drainage of abscess, and creation of loop ileostomy was performed. The pt remained in the intensive care unit for one day and was then transferred to the surgical floor. The event remains ongoing and the pt has not yet recovered. The physician stated the event as possibly related to seprafilm. Serious, expected, possibly related.